Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and during a follow up the physician found that the rv lead perforated the heart wall causing a pericardial effusion. A surgical procedure was performed to reposition the rv lead and a successful pericardiocentesis was performed. This rv lead remains in service. No additional adverse patient events were reported.